Event description:
It was reported that the patient went to the hospital due to inflatable penile prosthesis (ipp) mechanical issues. Two weeks later, a surgical intervention was performed in which the pump was replaced. Upon inspection, cracks were identified in the pump connecting tube; however, the cause was not detailed by the facility. The patient was stable and improved following the intervention.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of a mechanical issues due to a hole in the pump connecting tube could not be confirmed as the tubing was not returned for product analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile (ipp) was thoroughly analyzed. Visual analysis of the returned pump identified the tubing was cut down to the pump strain relief kink resistant tubing (krt) junction and was not returned for analysis. There were no leaks present on the remainder of the device. The pump was functionally tested and performed within specification. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to inflatable penile prosthesis (ipp) mechanical issues. Two weeks later, a surgical intervention was performed in which the pump was replaced. Upon inspection, cracks were identified in the pump connecting tube; however, the cause was not detailed by the facility. The patient was stable and improved following the intervention.